Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "the bipolar head was expired and dr. (B)(6) made the decision to implant, expired bipolar head in the patient."